Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s current blood glucose level was 497 mg/dl. Customer¿s blood glucose value was 306 mg/dl at the time of incident. Customer treated with manual injection for high blood glucose. Customer had a symptom like felt sleepy. The product will return for the analysis.